Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, the rubber stoppers of two tubes remained stuck to the tube, preventing successful decapping. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, the rubber stoppers of two tubes remained stuck to the tube, preventing successful decapping. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: the information for the additional 510k is as follows: g.4. PMA/510(k)#: k981013. Investigation summary: bd received 2 photos for investigation which showed stopper failed to detach from tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: closure separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.